Manufacturer narrative:
H4: the lot was manufactured between december 22, 2022 ¿ december 23, 2022. The device and a photo sample were received for evaluation. A visual inspection with unaided eye was performed, and dried spilled ingredients on several spots were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the defective fill port tube. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation an exactamix 1000 ml calibration bag leaked from the fill port tube. The set underwent visual inspection, dried solution was observed on the actual returned sample bag in several spots along with a port weld defect. The fill port tube was sealed outside the bag which caused some spillage onto the bag. This was observed during product evaluation. There was no patient involvement. No additional information is available.